Manufacturer narrative:
Other, other text: no device was returned. Investigation was closed out as such. No further information.

Manufacturer narrative:
H10 correction: patient information was received but not included in previous reports by error. Also updated brand name to "bivona" as was indicated by customer. Report source also updated.

Event description:
It was reported that on two devices the eyelet has torn resulting in emergency trach changes each time. No adverse patient effects were reported.